Event description:
It was reported that during the procedure to treat a target lesion in the heavily calcified right coronary artery, predilatation was performed using a 2.5 x 12 mm unspecified dilatation catheter. The 3.5 x 28 mm xience xpedition stent delivery system was advanced; however, resistance was met due to the patient anatomy and the device was unable to cross. The device was removed with some resistance and, upon removal, the stent was noted to be flared out from the balloon. The device was not used further. The physician then advanced a 3.5 x 12 mm xience xpedition stent delivery system; however, this device was also unable to cross and was removed without resistance. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.